Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed gradual rise in pacing lead impedance (pli) measurements up to greater than 2000 ohms. Boston scientific technical services (ts) discussed the possible reasons these observations occurred. The health care professional (hcp) sent in save to disk for review and the gradual rise in pli measurements were confirmed. Additional information was obtained and indicated that the source of this clinical observation was not determined. The patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection of the device found no anomalies, and no holes were noted in the seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pacing impedances, however an anomaly was found that caused high current drain that was not expected.

Event description:
Additional information was received that this device was explanted and replaced due to normal battery depletion.